Manufacturer narrative:
The issue was investigated in detail. The provided photo showed that the metal stripes (which the cover is attached to) were not correctly bonded to the monitor. The metal stripes along with its adhesive stripes were only attached punctually instead of full-faced. This led to reduced bonding and caused the monitor cover to drop down. During the investigation a cross check was made whether the spare part was compliant. It was found that the circumference and condition of the spare part set was according to its specification. There is no indication to an issue with the bonding or magnet force. In the service documentation it is described how the cover has to be mounted at the monitor, see "replacement of parts" doc-ID: td00-000.841.37.04.02 page 40/41. If the protective cover was removed or the monitor was exchanged, a new protective cover (included the metal strips) has to be ordered and mounted according mounting instruction (part of the protective cover). According to service information the problem was repaired at site by replacement of the protective cover incl. Metal stripes. This report was submitted march 5, 2018.

Manufacturer narrative:
The investigation is on-going. However, is it assumed that installation/ replacement procedure was not followed by service personnel when monitor screen cover was replaced. A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that a new protective cover was installed on a monitor of the urosko omnia max system. The monitor was installed by applying thin glue. Two weeks after the installation, the cover fell off the monitor and hit a patient. No injuries were reported for this incident.